Event description:
On the date mentioned my catheter broke. It was replaced early on (B)(6) 2014. However, every 6 months I have the medicine in the pump replaced regardless of the fill date. The expected volume aspirated has been off. Shortly after surgery to replace the catheter, I convinced the doctor to aspirate again since it was not looked into why there was a discrepancy. This time, it was completely empty. It was filled the next day. This was done in the first or second week of (B)(6) of this year. I was told it would be aspirated again in 4 weeks and today in (B)(6) 2014 and it yet has to be done. When I asked the doctor when he was going to do it, he said on my next fill. That would be six months later and is due in late (B)(6) of this year. I don't know why he changed it and I don't know why he doesn't remember his treatment plans. I am now concerned the pump is empty or getting near empty. I will then have withdrawals. Medtronic has put out a letter about over-infusion and I don't know if that is what the problem is or not. All I know is that it is losing the medicine somewhere. There was 6 months of pain in a new area that I complained about knowing something was wrong. Finally, a nurse practitioner ordered a cat scan and found the broken catheter. The new pain is still there and were told it was not the old catheter. That it had been removed. Later x-ray's showed this is not to be the case. I have been told that the broken catheter would not cause fluid loss from the pump reservoir. It would just come out where the break it is with normal programmed flow. Then I was told that it could have caused it and now that it is fixed they want to do adjustments.